Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing red heart alarms when exchanging power sources from batteries to the power module. The alarm reportedly stopped when patient manipulated the percutaneous lead (driveline) and then started again. The patient switched himself to batteries and has had no alarms while on battery power. The patient went to the clinic in order for biomed to evaluate his equipment and when placed on the hospital's power module, the history indicated low speeds with the pump speed in the 5800 rpms. No alarms were noted at the time and the pump is currently running at 10200 rpm on the clinical screen. A review of the log file data submitted to the manufacturer for analysis showed several red heart alarm conditions while the patient was connected to the power module, where the power levels increased. Further troubleshooting to be performed with the hospital's equipment to attempt to reproduce the alarms. Internal and external x-rays of the driveline requested by the manufacturer.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.